Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
B5 updated; the implant was placed in a contraindicated position, the patient is smoker and the implant was lost with infection. H6 codes updated; health effect - clinical code: added 1930. Medical device problem code: added 1494. Investigation conclusions: added 50.

Event description:
The implant was placed in a contraindicated position, the patient is a smoker and the implant was lost with infection.